Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was described as "high". An infusion set change was performed, a correction bolus was delivered and a manual injection was administered to address the bg level. The corrections resulted in a low bg level of 68mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin leading to a possible abrupt temperature change to the pump. Insulin deliveries were successfully resumed after the system check.